Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., d.4., d.6b., h.4., h.6.

Event description:
Healthcare professional reported "prosthesis rupture", later healthcare professional reported "capsular contracture baker grade I". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "prosthesis rupture", later healthcare professional reported "capsular contracture baker grade I". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to d4 device information: device stickers were received which indicated sn (B)(6), lot 2773733 (left) + sn (B)(6), lot 2799044 (right). However, healthcare professional indicated on a follow up questionnaire that the device information is the opposite: sn (B)(6), lot 2773733 (right) + sn (B)(6), lot 2799044 (left). Due to the conflicting information, only the catalog number is populated at this time. Specific device information will be confirmed following explant surgery. Continued e.1. Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.